Event description:
The customer reported to olympus, there was leakage on the gi scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, acoustic lens has a scratch which reaches to the glue-layer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. The following findings were noted during device evaluation: the upward/downward angulation control knob cannot be locked securely due to wear of the forceps elevator, adhesive around the light-guide lens + objective lens + bending section cover all has wear, distal end was stained, angle wire had wear, and the channel tube has a pinhole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and the legal manufacturer's investigation. H4 has been updated; g3 of the initial medwatch should be corrected to 02 jan, 2024 instead of 03 jan, 2024 as initially reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. The instruction manual contained the following precautions: evis exera ii ultrasound gastrovideoscope. Olympus gf type uct180. Important information: please read before use. Warnings and cautions: [warning]: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.